Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a consumer reported that the patient was experiencing a loss of stimulation. The consumer reported that the patient was still feeling stimulation on their left side, but it stopped working on their right. The consumer stated that the patient tried switching to group b on their programmer, but it won't switch. It was reported that the patient twisted four days prior to the date of this report, which was when they started feeling pain. The patient's device was checked with the programmer and it showed that stimulation was on. The consumer tried increasing and decreasing the programs on group a and reported that was the group that the patient always used. It was noted that program 1 was for the left side and on program 2, the patient was only feeling stimulation in their waist after increasing it to 6.0v. The consumer stated that the patient was originally at 4.3v on program 1 and 4.6v on program 2. It was reviewed that if stimulation was uncomfortable on program 2 that the consumer should decrease it so it's comfortable for the patient or so they don't feel it. The patient was to follow up with their healthcare provider (hcp). Indication for use is non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.